Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 in order to treat incomplete uterovaginal prolapse, mennorhagia, uterine fibroids, stress urinary incontinence with urethral hypermobility, and rectocele concurrently with tah, posterior colporrhaphy, and a cystoscopy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, fistulae, increased depression, anxiety, recurrence, bleeding, interstitial cystitis, urethral hypermobility and vaginal scarring. It was reported that the patient underwent stent placement in (B)(6) 2012. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 and (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, right retrograde peylogram, right ureteroscopy, and laser lithotripsy and stone basket of right distal stones and removal of foreign body suture from bladder on (B)(6) 2012 by dr. (B)(6) due to right distal and foreign body in bladder. (Per operative report).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06601. The same patient is represented in each medwatch.